Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence, that a minimum fill notification occurred after the user filled the cartridge with 140 units of insulin during the load sequence and that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 150 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of cartridge change error was verified, the alleged issue of minimum fill notification could not be verified.